Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction of the probe occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The probe ln (B)(4) was replaced, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 results on the architect i2000sr analyzer. The following data was provided for a patient with an unknown diagnosis: sid (B)(6) initial 237.95, repeat 10.18, 15.01, 11.49 u/ml. There was no impact to patient management reported.